Event description:
A malfunction alarm was reported with malfunction code malf 16, though no notable events occurred prior to the issue. There was no reported adverse impact on the customer's blood glucose level. Customer will use multiple daily injections as a backup insulin therapy while technical support arranges for a pump replacement, confirmed the shipping address, and instructed the caller on returning the malfunctioning pump.